Manufacturer narrative:
(B)(4). This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device lost rf telemetry. The rep toggled to the psa application then toggled back to the current session and rf telemetry could not be re-established, even with reinterrogation. Technical services requested a device image but an image will not be sent as the rep is starting the next case. The device remains implanted.